Event description:
According to the explant operation report, echo showed dense vegetations underneath the leaflets that obstructed left ventricular outflow. There was thickening of the aorta posteriorly beneath the commissure between the left and noncoronary sinuses that appeared to be an abscess. Intraoperatively, there was "severe" infection was vegetations beneath the valve and on the leaflets. The valve was well healed to the aorta; however, there was "pus" between the valve and aortic wall. The valve was explanted and the area was debrided. A sjm 23ahpj-505 was then implanted.